Manufacturer narrative:
The patient reported a suspected false (incorrect) positive result from a rapid result covid test system. A second test using a new nasal swab sample with the testing platform produced a positive result. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was performed twice, and produced a negative result in both tests.

Event description:
The patient reported a suspected false (incorrect) positive result from a rapid result covid test system.

Manufacturer narrative:
H11: missing data. This product is a single-use item containing a patient's biological sample and was therefore not available for root-cause evaluation. However, a review of the qc testing of this lot that was performed at the time of manufacture revealed no issues and a trending evaluation performed for this lot provided a false positive occurrence rate of (B)(4), which is within the labeled performance claim of 96.6% specificity. No root cause has been determined at this time. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product. The performance of this lot will continue to be monitored. There were no patient adverse events associated with this report.

Manufacturer narrative:
H11: the prior submissions were missing a portion of the summary - the complete summary statement is presented below: this report is being submitted as part of a "catch-up report" action identified by FDA on 21 january 2021. Reports of active mdrs were processed first to ensure on-time submission ahead of this catch-up report. Patient was reported to be asymptomatic when initial lumiradx sars-cov-2 ag test was performed on january 12, 2021 with strip lot 5000251. Secondary testing on the lumiradx platform was performed on an alternative instrument (instrument serial number (B)(6)) which produced a positive result. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was performed twice, and produced a negative result in both tests. Lot 5000251 met all defined qc criteria at the time it was released and testing using negative nasal swabs from in-house donors meets expected performance for use in the field. Review of product risk assessment - sars-cov-2 ag assay revision 7, resulted in severity of minor, as follows: asymptomatic patients could experience secondary harm of unnecessary self-isolation and possible stress/anxiety. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported discordant result. Trending data for discordant results was reviewed for this lot and the occurrence rate per quantity of strips in the field was calculated as (B)(4). Lumiradx sars-cov-2 ag test product insert claims a specificity of (B)(4) with a reference rt-pcr assay and it is accepted that up to (B)(4) of test strips may generate a discordant false positive result. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. Investigation conclusion and status of investigation: no further investigation is considered necessary at this time. This strip lot continues to demonstrate field performance within specification of product claims relative to the quantity of strips from this lot in the field. Reports of discordant results for this lot will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events including a follow-up report.